Event description:
It was reported the patient received an inappropriate shock during surgery. The shock was a result from cautery even though a magnet was present during surgery. The shock was confirmed in magnet reversion records. It was suspected the magnet moved during the surgery. Recommended placing a magnet on the device to confirm proper reversion to magnet mode. No further information is available.

Manufacturer narrative:
(B)(4).